Manufacturer narrative:
Pt demographic unk. Per ent rep, the computer was swapped and system is working as intended, but mnav is unaware where the suspect computer is and cannot perform an evaluation. No impact on pt outcome reported.

Event description:
Site reported that they were unable to navigate even though the frame and probe were at green status. They reported that "update continuously" was selected and that they only used the footpedal on the screen. When hitting the foot pedal icon, the cross hairs would go green, they then were unable navigate accurately. No impact on pt outcome reported.